Event description:
It was reported that a patient underwent an x-stop procedure at level l4/l5. Approximately 23 months postoperatively, the device was removed and a laminectomy was performed. The patient's symptoms of lss returned; the patient didn't get relief of pain in legs. The procedure was completed successfully and the patient's status is good. No additional information was reported.

Event description:
It was reported that the stent dislodged from the stent delivery system (sds). Although predilatation was performed, the stent got caught in a calcified lesion and had to be retrieved with a snare. There was some resistance noted between the tip of the sds and the guiding catheter. The procedure was completeted with a non abbott stent. No additional information was provided and no patient effects were provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Factors which may contribute to resistance during advancement/retraction include, but are not limited to, manufacturing, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. The stent delivery system (sds) and guiding catheter used during the procedure was not returned, and therefore it could not be determined how it may have contributed to the difficulties experienced. It is possible an interaction with the guiding catheter during advancement may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon, contributing to the reported difficulty advancing the sds. Additional interaction with the calcified anatomy would have contributed to the stent ultimately dislodging during retraction, further contributing to the difficulties during retraction. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported difficulty advancing/retracting the sds and stent dislodgement appears to be related to the operational context of the procedure. To help ensure this difficulty is not related to a manufacturing deficiency, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.